Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vessel dilator was returned for evaluation. Gross visual, microscopic and functional evaluation were performed on the returned device. The investigation is confirmed for the identified blockage and deformation issue as the distal dilator tip appeared frayed. In addition to that, the dilator failed to pass over the in-house guidewire, as a resistance was encountered. Furthermore, the dilator was viewed under x-ray imaging, a blockage was noted just proximal to the distal tip of the dilator. However, the investigation is inconclusive for the reported difficult to flush as the exact circumstances during the reported event were unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment through upper right portion the device allegedly failed to flush. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported that during treatment through upper right portion, the device allegedly failure to flush. The procedure was completed by using another device. There was no reported patient injury.